Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ashley, d.w. Et al (2020), prospective randomized trial of metal versus resorbable plates in surgical stabilization of rib fractures, journal of trauma and acute care surgery, vol. 93 (2) pages 147-156, USA. The aim of this prospective interventional randomized controlled clinical observational study was to compare metal (titanium alloy) and resorbable plate rib fracture stabilization in trauma patients. Between january 20, 2020, and may 4, 2020, a total of 30 randomized patients (20 males and 10 females with mean age of 53.9 years) were included in the study. Participating patients were randomized to either metal (titanium alloy) plates (depuy synthes matrixrib fixation system; synthes USA, monument, co) or resorbable polylactic acid plates (biobridge; acute innovations, hillsboro, or) for surgical fixation. The surgical procedure was standardized for both groups and the difference between the two groups regarding surgery was the placement of the different type plates. The mean follow-up time was unknown. The following complications were reported as follows: one patient in the metal group died before hospital discharge from issues not associated with surgical stabilization of the ribs. Hardware failures included one screw dislodgement in the metal group. Postoperative bicortical rib displacement was assessed by chest radiograph at postoperative day 1, day of discharge from the hospital and at outpatient follow-up between 3 months and 6 months. Postoperatively, all patients received multimodal analgesia for pain. This report is for unknown plates (depuy synthes matrixrib fixation system; synthes USA, monument, co). This is report 1 of 2 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.